Event description:
An attending physician and a physician were placing a thermoguard catheter in a patient. The intent of this procedure was to provide targeted temperature mgmt for the patient who arrested in the field. When placing the catheter, the product would not advance past 20 cm. Then during removal of the guidewire, the outer surface of the guidewire unraveled and broke. Since, the physician was unable to manipulate or advance the catheter or guidewire, both items were removed and a new catheter was placed. FDA safety report ID # (B)(4).